Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the pacemaker exhibited intermittent capture. No intervention was performed. The patient status was unknown.